Event description:
On 09/30/2025, a sales representative reported via email an issue involving the ar-1588rtt2 fibertag tightrope ii implant during use. During final tensioning on the tibial side of a quad acl reconstruction, a portion of the tightrope broke. The button moved freely along the sutures and failed to lock into place. The implant was retained by tying the sutures over the button and reinforcing it with a swivelock anchor. This occurred during a quad acl reconstruction procedure performed on (B)(6) 2025, with no reported patient harm. Additional information was received on 10/03/2025: the case was completed using a replacement ar-1588rtt2 fibertag tightrope ii implant (lot: 15461827). The procedure was delayed by 20 minutes, and additional anesthesia was administered, but it is uncertain for how long. A flipcutter ii was used to drill the bone tunnels, and the patient's bone quality was assessed as okay. No adverse effects were reported for the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu for this device, dfu-0147-eo - g. Precautions - 1. Excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.